Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture and lump.

Event description:
Patient reported a left side rupture and "lump at the top that is smooth and when they press on the lump it goes down". Device remains implanted.